Event description:
It was reported that during a haemorrhoidopexy, the stapler misfired and could not cut or staple properly. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information: breakaway washer indented. The analysis results found that the device arrived in good visual condition without staples. The breakaway washer was noted to be uncut and indented, indicating that the device had not been fired through a full firing stroke. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality in hi-b and low-b with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Although we were not able to duplicate the reported event, it should be noted that the appropriate engineering personnel have been notified of this incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: please clarify what is meant by properly? There was a partial staple formation and a partial cut. Did the device deploy any staples? It had partially deployed staples. Were the deployed staples formed correctly? Partial staple formation. Did the device cut the tissue? The device had partially cut the tissue. Was there difficulty in firing the device? No.